Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 100% stenosed lesion was located in the mid left anterior descending artery. A 2.0x12mm apex monorail attempted to cross the lesion but failed went in with a 1.5x12mm to dilate the lesion. Used the same 2.0x12mm apex monorail to cross the lesion again but failed. The physician inflated the device to 3 atmospheres at the proximal side of the lesion and pressurized the balloon, but failed to maintain pressure and when performed negative pressure to the balloon, blood was in the inflation device. The physician then removed the balloon outside the body and confirmed the balloon was ruptured longitudinally. The procedure was completed with a different device. The patient status is listed as good with no complications reported. This product is only ous approved but it is similar to a marketed us device.